Event description:
Senseonics was made aware of an incident user reported a low glucose event due to inaccuracy in sensor readings on (B)(6) 2025 at 12:20 am where user's sg was sg 64 mg/dl and bg was not taken/entered.after dms review, we confirmed that the user received a low glucose alert at 12:20 am et, when the sg was at 64 mg/dl.the user didn't seek for medical treatment and didn't treat herself because she said she wasn't having a low event.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6)2025 at 12:20 am where sg was 64 mg/dl and bg was not taken/entered. A review of the data management system (dms) data revealed that on (B)(6)2025 at 12:20 am est sg was 64 mg/dl, and no bg was entered. A review of the alert history revealed that the user did receive a low glucose alert at 12:20 am est, when the sg was at 64 mg/dl. The user did not seek medical treatment and believed that they were not having a low glucose event. The user's hcp was not aware of the event and was advised to follow up with their hcp for medical guidance.a case (B)(4) was created to address the sensor inaccuracies inclusive of the event. During the review of the data, it was observed that there were symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. The user agreed with the information; no further actions were needed. B4. Date of this report 21 march 2025. G3. Date received by the manufacturer? 21 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.